Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. The device was implanted on 9 february 2017. Please note that implantation date has been selected as the expiration date (19 december 2016) for system limitation.

Event description:
Reportedly, the pacing mode was reprogrammed from ddd mode to aai mode. During the follow-up on (B)(6) 2020, the device memories were not shown, even after re-interrogation. When the pacing mode was reprogrammed in ddd mode again and then back in aai mode, the device memories were displayed normally.

Event description:
Reportedly, the pacing mode was reprogrammed from ddd mode to aai mode. During the follow-up on (B)(6) 2020, the device memories were not shown, even after re-interrogation. When the pacing mode was reprogrammed in ddd mode again and then back in aai mode, the device memories were displayed normally.

Manufacturer narrative:
Please refer to the attached analysis report.